Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test mini link transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 400mg/dl at the time of the incident. The customer reported that they were calling about sensor issues and wondering if his transmitter was working okay or not. The customer mentioned on sunday his sensor glucose was saying 151mg/dl with two arrows going down but when he checked his blood glucose he was 400mg/dl. The customer reported that earlier in the morning his sensor glucose was 61mg/dl and he never checked his blood glucose and drank some apple cider and that shot up his blood glucose. He didn't have time to check his blood glucose. The customer was at work and could not troubleshoot his pump. The customer treated for low sensor glucose without testing to make sure he was really low. The customer will monitor the pump. The insulin pump will not be returned for analysis.